Event description:
During implant procedure, high capture threshold, loss of capture, and high impedance was observed on the right atrial (ra) lead. Diagnostic imaging was performed and revealed the ra lead was dislocated. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events were high capture threshold, loss of capture, high impedance and lead dislodgement. As received, a complete lead was returned in one piece with all four tines intact. The reported events of high capture threshold, loss of capture, and high impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual analysis did not find any anomalies with the exception of damages that are consistent with procedural damage.